Manufacturer narrative:
Investigation summary: we reviewed the photo and physical sample provided for investigation. Upon analyzing the product we observed a yellow film on the blister packaging, verifying the reported issue. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. A batch history review showed no non-conformances associated with this issue during the production of either reported batch. Our packaging process has two stages. In the first portion of the process the blister cavity is formed by increasing the temperature of the film. Then the film and paper of the unit are sealed using pressure and temperature. It was determined this issue occurred as a result of a punctual increase of temperature during the forming of the blister, burning the seal film and causing it to appear yellow.

Event description:
It was reported that before use of the bd¿ syringe s2 5ml 22ga 1-1/4in that the seal of unit package is yellowed after opening the shelf package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe s2 5ml 22ga 1-1/4in that the seal of unit package is yellowed after opening the shelf package.